Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).

Event description:
The following was reported to hamilton medical ag: hospital staff noticed that when using this c1 in niv mode, the breathing circuit hose on the expiratory side was disconnected. This resulted in temporary poor oxygenation of the patient. Hospital staff complained that the disconnection on ventilator side alarm did not sound depending on where the breathing circuit hose had been disconnected.